Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of cardiac arrhythmia could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Section 6, "patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that on (B)(6) 2023 the patient experienced an episode of ventricular tachycardia (vt) that required a shock after antitachycardia pacing (atp) failed. The patient required a shock on (B)(6) 2023 and another on (B)(6) 2023. A right heart catheterization (rhc) and echocardiogram were performed to rule out device related complications. The patient had an implantable cardioverter-defibrillator (ICD) implanted pre-left ventricular assist device (lvad). It was noted that the patient's amiodarone dosage was increased and would have an electrophysiology follow-up.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient recently experienced an episode of ventricular tachycardia (vt) which was treated with cardioversion (3 x shocks). The patient was asymptomatic during this event and there were no device alarms or parameter changes noted. Labs were pending a right heart catheterization and the patient was listed for transplant. Log files were submitted for review and captured routine events. The left ventricular assist device (lvad) appeared to be functioning as intended.